Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump stopped basal delivery when pump had 90 units of insulin or less. There was no reported impact of blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.